Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential failure mode is "biocompatibility issues (uti)" and therefore a potential root cause for this failure could be "unsuitable material'. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. He instructions for use were found adequate and state the following: "contraindications :the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." "Warnings :to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient had 2 urinary tract infections during the last 30 days. It was unknown if the intermittent catheter contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had 2 urinary tract infections during the last 30 days. It was unknown if the intermittent catheter contributed to the urinary tract infection at this time and medical intervention was unknown.